Manufacturer narrative:
(B)(4). Concomitant medical products: g7 10 deg arcomxl liner 36mm e, pn010000779, ln 6134107. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03504. Customer has indicated that the product has returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a liner would not insert into the a cup for an initial procedure. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.